Event description:
It was reported that the patient experienced hypoglycemia while using the ilet system, with a documented blood glucose of 52 mg/dl and ongoing correction using 15 grams of oral carbohydrates per standard protocol. Symptoms included low blood glucose. Outcomes included non-serious, self-managed recovery without hospitalization. Investigation included complaint intake and troubleshooting with education on treating low glucose. Investigation of this case revealed no device malfunction reported or confirmed, and the event was consistent with hypoglycemia of unclear cause. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.